Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a (B)(6) result for 1 patient tested for elecsys (B)(6). The specific date of event was not known. The customer indicated this occurred approximately 2 months ago. It is not known if erroneous results were reported outside of the laboratory. The (B)(6) result from the e411 instrument was (B)(6). The actual result was not provided. The result from an abbott architect instrument was (B)(6). The actual result was not provided. The result from a siemens centaur instrument was (B)(6). The actual result was not provided. The result from a (B)(6) instrument was 0.8 coi ((B)(6)). The (B)(6) result was "target not detected." No adverse event occurred. The e411 analyzer serial number was not provided. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. There was not enough sample volume left to perform an investigation.